Manufacturer narrative:
The reported event of helix mechanical issue was confirmed while the reported event of insulation twisted was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found extended and clogged with blood / tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event of helix mechanical issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a system implant procedure. During procedure, the insulation of the right ventricle (rv) lead was twisted. Additionally, when attempting to reposition the lead, it was difficult to extend and retract the lead's helix. The lead was not used and replaced. There was no patient consequences reported.